Event description:
The customer reported that the system locked up and continued making xrays after the button had been released. Before the lock up, the images became grainy and the left monitor started to flash. The system required a shutdown to clear the problem. The problem came back on next two reboots and the system was then removed from the case.

Manufacturer narrative:
(B) (4). The ge service rep was unable to duplicate the problem after two hours of troubleshooting. No problem with interconnect cable or power supplies. He replaced the monoblock controller and fluoro functions pcb. There were no problems after ten days of operation.